Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported insulin pump battery doesn't last and waking up on a dead pump. Troubleshooting was performed it was reported low battery alarm or short battery life and suing energizer, duracell and the battery does not last more than 1 week. No harm requiring medical intervention was reported. The customer will discontinue using the device and the device will be returned for analysis.

Manufacturer narrative:
The pump passed the sleep current measurement, active current measurement, self test, and displacement test. Successfully downloaded the trace and history files using thump. No unexpected low battery alerts or power-related alarms noted during testing. The earliest power data available per the power management tool/detail trace file is on 1/8/2024 at 5:57:59 pm. There was no power data available for the event date of 1/4/2024 however, the power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Utilizing the available historical data. A review of the history files reveals the following power-related alarms: low battery alerts (11/29/2023 and 1/3/2024). Change battery fault (replace battery) alerts (11/29/2023, 12/6/2023, 12/12/2023, 12/15/2023, 12/19/2023, 1/4/2024, 1/5/2024, 1/6/2024, 1/7/2024, and 1/8/2024). Off no power (replace battery now) alarms (12/12/2023, 12/15/2023, 1/4/2024, 1/5/2024, 1/6/2024, 1/7/2024, and 1/8/2024). Batt out limit (power loss) alarms (11/29/2023, 12/12/2023, 1/4/2024, 1/5/2024, 1/6/2024, 1/7/2024, and 1/8/2024). Power error 25 alarms (12/12/2023, 1/5/2024, and 1/7/2024). The power/battery-related alarms that are found in the pump history file indicate: the internal battery¿s health was detected as unhealthy, and by design, it generates a replace battery alert/replace battery now alarm without the low battery alert to minimize the risk of power loss without any notification to the user. Corrosion and moisture damage were found on the electronic assembly (pcba 1 and pcba 2), internal lithium battery and connector, inside the battery tube, and vibrate harness assembly. Rust and corrosion were also found on the motor and force sensor. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during the physical inspection: scratched case, cracked select button keypad overlay, stained keypad overlay, keypad overlay texture damage, and pillowing keypad overlay. Low battery alarm anomaly, replace battery alarm, power loss alarm, pump error 25 alarm, and the internal lithium battery failure are confirmed due to moisture damage. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.